Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt says they know they have adaptive stim enabled but says "its stuck at the max setting right now". Pt says this started happening about a month ago. During the call they said they have already turned adaptive stim off, but says they want to change the pulse rate, because its 5 minutes on and 5 minutes off. They said all groups are set the same where its 5 mins off and 5 mins off. They said stimulation is at 5.4v and said that is ok, but they can't use adaptive stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.